Manufacturer narrative:
Evaluation summary: regarding strike plate: no deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 9 years, we presuppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The heavily damaged thread of the strike plate indicates that the plate was oblique inserted with heavy strong forces. Damages caused by a hammer could not be excluded. No discrepancies were detected during risk analysis review. No nonconformity identified; no actions are in place.

Event description:
Wear and tear on instruments rendering them no longer useable. Strike plate has damaged threads.

Event description:
Wear and tear on instruments rendering them no longer useable. Strike plate has damaged threads

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.